Event description:
Retained foreign body incident. Patient came to the ed and on attempted jp drain removal, it was noted that the drain snapped at the hub. Patient taken to the or for removal. Unclear as to what happened. The remnant came right out.